Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 814:01. This event occurred during biomedical testing and may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:01 was confirmed by baxter personnel. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.